Manufacturer narrative:
Results and conclusion summation - death, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. In this case, the death occurred ten months post procedure, and it is not known if the death may be related to the product or to the procedure. It was reported that the pt underwent direct stenting. It should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent direct stenting of the mid lad with a xience v stent. In 2009, the pt expired. Cause of death was not reported. There was no additional info available.